Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned devices were visually examined, revealing that the liner was unexpanded but lifted approximately 1.5cm from the strain relief. The distal tip remained unopened, and localized wrinkling and creasing were present on the strain relief surface. The sheath shaft showed kinking at 1cm and 13cm from the hub. During functional testing with a sample commander delivery system that was advanced through the tip of the returned sheath, the distal tip of the esheath had torn. The finding was confirmed by visual examination. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was reviewed, showing that the esheath shaft was kinked just distal to the sheath housing. Calcification was present within the access vessel, and the minimum lumen diameter measured 5.2mm, compared with the 5.5mm minimum lumen diameter typically required for a 14fr esheath. The event of sheath distal tip torn was confirmed, based on the evaluation, after functional, of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
Per report received from italy, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by right transfemoral approach. During the insertion of the valve through the esheath, the valve got stuck in the non-expandable part of the esheath, and the esheath was kinked. Angiographically, it appeared that the valve outflow was damaged, so it was decided to remove the system and replace it with a new one. The system was withdrawn without issues. The procedure was successfully completed with the replacement and the valve was implanted. There was no patient injury due to this event and the patient was noted to be stable after the procedure. As per evaluation of the returned devices, during the functional testing, a torn distal tip appeared after crossing the commander delivery system through the esheath.